Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button damage) was confirmed. Upon investigation the front and rear response button covers were missing and the front response button switch was damaged. The cause for the intermittent response button failure was a damaged response button switch. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. Upon investigation the front and rear response button covers were missing and the front response button switch was damaged. The cause for the intermittent response button failure was a damaged response button switch. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor response button covers were damaged.